Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated that the alleged inaccuracy began on (B)(6) 201,3 at 9:00 p.m. When she developed symptoms of ¿weak in the legs, wobbly, sweaty¿. This prompted the patient to test her blood glucose and she obtained a result of ¿100 mg/dl¿ with the subject meter. The patient¿s normal readings, range from ¿107, 108 mg/dl¿ in the morning and ¿179, 180 mg/dl¿ in the evening and at bedtime. The result obtained with the subject meter did not correlate with the patient¿s feelings at the time. The patient manages her diabetes with oral medication (januvia, unknown dosage) and insulin (lantus, self adjuster). During the follow-up call, the patient denied taking any action in regards to her normal diabetes management as a result of the alleged inaccurate high result; she reported she just ¿sat down¿. At an unspecified time, after the alleged issue occurred, the patient¿s husband found her unconscious. He called emergency medical services (ems) and they arrived at their residence at 11:00pm and obtained a result of ¿40 mg/dl¿ with the ems meter. Ems treated her with IV glucose and brought her into the emergency room (ER). The patient stated her blood glucose was tested at the ER, however, she could not recall what the result was on the ER meter. The health care professional¿s (hcp) at the ER continued the IV glucose for the next 2 hours. The patient confirmed she began to feel better, 3 to 4 hours, afterwards. Prior to the onset of symptoms, the patient stated the last time she tested with the subject meter was at 5:00 a.m. That morning and obtained a blood glucose result of ¿108 mg/dl¿. She stated she took her usual dose of januvia (unknown dosage) in response to the result obtained at that time. The patient confirmed that there has not been any change to her diet or activity level and she has not had a change in medications. It is not known, what may have caused or contributed to the onset of the low blood glucose symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The reporter was unable to walk the patient through a control solution test at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/20/2013 and 9/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/14/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/26/2013 and 10/4/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.